Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power cables was not confirmed as the controller was not returned for analysis. Additional information provided communicated that the controller was exchanged due to damage to the system controller power cables and that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12may2022. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that prior to admission, the patient noted "yellow" and "red" left ventricular assist device (lvad) alarms. The controller was exchanged due to damage to black or white power lead.

Manufacturer narrative:
Related report MFR number: 2916596-2023-03451. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Event summary: it was reported that the patient was readmitted (B)(6) 2023- (B)(6)2023 for lvad alarms. Controller changed. No documentation of alarms after 21apr2023.